Manufacturer narrative:
Based on the provided information, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The injury is consistent with injuries caused by close proximity to the bore wall. Initially only a sheet/pillow case was used to avoid body-to-bore wall contact. After the patient reported heating, additional padding was used. The additional padding prevented the injury to progress in size and severity. Further contributing factors identified: 6 scans administered on high sar. Total sed of 8.2 kj/kg. The patient had diabetes. The patient was obese. Both diabetes and obesity impair the thermoregulation of patients. The risk of rf energy-related injuries is higher in patients with impaired thermoregulatory capacity.

Event description:
Philips received a report from a customer related to a patient heating incident with an ingenia 1.5t mr system. A patient was scanned for an MRI examination. After the examination a blister was observed on the patient's left arm.